Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The non-ge suction cannister was replaced to resolve the issue. No patient information provided after calls to customer on (B)(6) 2022 and on (B)(6) 2022. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of suction during a case. There was no patient injury.